Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the reported event for the ipg not communicating was confirmed. As returned, the ipg would not communicate due to a depleted battery. The in-circuit battery voltage was 0.951v which is below the minimum necessary for communication. The battery was charged to 3v using an external power supply. Ipg communication was established, and the ipg was tested to manufacturing specifications using the autotester. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's revision surgery (ref. MDR # 1627487-2013-24352), it was found the patient's scs ipg would not communicate with external devices. The patient's scs ipg was explanted and replaced with a new one. Effective stimulation was reportedly restored postoperative.